Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, post-paced t-wave oversensing was observed. Programming changes were recommended. The patient was stable. No further information is available at this time.

Event description:
New information received notes that the patient was not seen in the clinic and was continued to be monitored remotely. One recurring non-sustained right ventricular oversensing episode (nsrvo) was observed through merlin.net transmission. The patient remained stable without any adverse consequences.